Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6). Initial reporter telephone number (B)(6).

Event description:
Inaccurate cgm values. The reported glucose values fall within the c zone of the parkes error grid.